Event description:
Reporter indicated that the patient's device was protruding through their skin. There was a 1/8 inch opening at the generator site. It was reported that the patient had lost approximately 10 pounds since implant. The patient was not sick and the generator site was not red. There was no infection or fever. The patient has not had any change in seizure control. Their seizure control has not gotten worse. The patient's device was programmed to off in 2002 and was explanted on the same day. There are no plans to re-implant. Further follow up revealed that the physician believed that the weight loss could have been caused by one of the patient's medications (topamax) or the vns or both. The most current patient weight on file at the physician's office was 53 pounds on 07/2001. It was reported that when the device was explanted, the patient looked malnourished which could account for the skin breakdown. The physician did not believe that the pt had put on any weight since being explanted and drinking pedia-sure. The patient is still taking the topamax.